Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited undefined high impedance, low impedance and oversening. The rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and varying impedance. It was also reported that double counting on ventricular tachycardia (vt) non-sustained episodes was occuring, along with high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.